Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient's device was not working and had not worked in a long time. The caller reported that the patient said it had been dead/offline for over a year. No patient symptoms were reported. There were no further complication reported or anticipated.